Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
B5: the reporter indicated the problem of high vault has been resolved. The vault was 550um at the last visit. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted (vertically) a 13.2mm vticmo13.2 implantable collamer lens, -11.00/+1.5/172 (sphere/cylinder/axis), into the patients right eye (od). This was the replacement lens for MFR. Report # 2023826-2021-04655 and the problem was not resolved. The lens remained implanted. Additional information has been requested but none has been forthcoming.